Manufacturer narrative:
A field service engineer (fse) visited customer site and determined that the loudspeaker was faulty. Based on the information available and the testing conducted, the cause of the reported problem was a loudspeaker speaker. The reported problem was confirmed. The fse replaced the loudspeaker to resolve the issue. (B)(6).

Event description:
It was reported that there were no acoustic alarms available. The device was in use at time of the event, and there was no adverse event reported.